Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass unknown procedure, on the second firing creating the gastric pouch with a gold reload, the tissue slips to the distal end of the jaws causing the blade to only cut the superficial part of the gastric tissue (serosa) and the staples to be formed incorrectly. The tissue bled for a few seconds and then it stopped. The surgeon used another gold cartridge and another endocutter to complete the transection and finished the procedure with no other issues. Upon finishing the procedure the surgeon attempted to fire again outside the cavity on the specimen using the endocutter that had failed and the instrument cut and stapled correctly. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m56a33 . The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.